Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "broken spring" could not be confirmed as the device was not made available for evaluation, nor was returned for further investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The product was not returned for evaluation.

Event description:
It was reported that while using the single use ligating device the spring broke and the item would not disconnect from the catheter. The reported malfunction occurred upon receipt or unpacking of the device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.